Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The actual device in the reported incident was returned for eval. The returned product was tested according to specification and leakage was confirmed. A review of the nonconforming lot report database was performed for the involved component, part number s5403030, and finished good lot number and there were no abnormalities or non-conformances of this nature noted during in-process or final product inspection. The cause was determined to be leakage at the distal end of the valve when the piston is compressed. Enhancements have been made to the caresite luer access device since the date this product was manufactured. Enhancements include molding at a higher temperature to reduce residual stresses and enhancement to add increased compression to the bottom seal in order to reduce potential for leakage.

Event description:
As reported by the user facility: details of complaint (reported issue): red-coloured chemo drug (epirubicine) leaked at junction of caresite and PICC line. One drop landed on the pt¿s right arm. The pt¿s arm was well rinsed with 100 ml saline, and the caresite was changed. There was no adverse effect on the pt ¿ no reddening or rashing was observed. Complaint noticed: during/after use. Problem frequency: a few times. Pt injury: no.